Manufacturer narrative:
It was reported that the peritonitis event occurred on approximately the (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. Approximately three days after the onset, the patient was hospitalized for the peritonitis event. The patient was treated intraperitoneally with unspecified antibiotics (dose and duration not reported) for peritonitis. The patient was discharge from the hospital after one week. At the time of this report, the patient had fully recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.